Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was echo-dense vegetation observed on the implantable pulse generator (ipg) system. The device and leads were subsequently explanted. No further patient complications have been reported as a result of this event.